Event description:
It was reported by the vad coordinator that the pt had pulled the call light and said the console was alarming. The vad coordinator reported that when she got into the room the pneumatic drive console was not alarming and not working. The pt was taken off and hand pumped, and then placed on a backup pneumatic drive console with a stroke volume limiter (svl). The pt remained stable throughout the change out. The pt remains stable and on lvad support. The MFR was contacted by the hosp to have a service technician come to the hosp to evaluate the pneumatic drive console.